Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is 102 to 105 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not storage according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/17/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:concern with the lo. I spoke to the customer. She is not a diabetic. The customer say she has had changes in her diet and exercise. She takes her blood test fasting. When she got the lo she did not have any symptoms regarding low blood sugar and she was fasting.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with the result of lo. The expected fasting blood glucose test result range is 102 to 105 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not storage according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/17/2019 and open vial date is august 2017. The meter memory was reviewed for previous test result history: (B)(6) memory concerns:concern with the lo. I spoke to the customer. She is not a diabetic. The customer say she has had changes in her diet and exercise. She takes her blood test fasting. When she got the lo she did not have any symptoms regarding low blood sugar and she was fasting.